Event description:
It was reported that the gastrointestinal videoscope produced a noisy image. The issue was found during pre-use inspection and there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damage charged coupled device (ccd) unit. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the damaged ccd unit led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.